Event description:
A medtronic representative reported the screw threading is damaged on the vertek arm. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The threads of the helicoil have been damaged causing it to bind to the screw on the vertek arm. A replacement vertek arm was sent to the site for issue resolution.